Event description:
During the supraventricular tachycardia procedure, the sheath and a catheter were inserted and a blood leak occurred from the sheath. The sheath was exchanged to complete the procedure and there were no adverse consequences to the patient.

Manufacturer narrative:
One 8.5f fast-cath introducer sheath was received for evaluation. The dilator was also received. The sheath passed pressure and aspiration leak testing with no anomalies observed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported leak remains unknown.